Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received notes that the patient was brought to the hospital due to syncope. The patient was in complete heart block. Her sinus rate was 95 bpm and her ventricular rate was 40 bpm. The device could not be interrogated and there was no magnet response. The pocket was deep due to past twiddling by the patient. When the physician began to remove the device, normal function ensued and communication was possible.